Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were not used to confirm the leak. Estimated blood loss was 3ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Sample has not been returned to manufacturer for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.